Event description:
A malfunction alarm was reported while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer had experienced similar issues previously, and technical support arranged for a pump replacement. Although the pump was out of warranty, the customer was advised to use multiple daily injections as a backup therapy. Instructions were provided for returning the pump using a pre-paid label.